Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial display from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer used (B)(6) and stored them correctly. The customer stated that the pump was not dropped or bumped. The customer stated that the anomaly persisted after battery change. The customer did not perform self-test. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received missing segments and had partial display due to cracked zebra connector on the lcd board. The insulin pump had broken reservoir tube lip, corroded battery tube and minor scratches on the lcd window.